Manufacturer narrative:
Duragen (B)(6) was not returned for evaluation as customer indicated the product was not available for return; therefore, an evaluation of the device could not be performed. Additionally, lot number information has not been provided; therefore, device history record (DHR) review is not possible and retain sample could not be performed. Notwithstanding the above, a medical assessment was performed which concludes the following: ¿there is no evidence to suggest the duragen product was causal to the reported events. Chronic subdural hematoma (csdh) is one of the challenging postoperative complications that may occur when treating unruptured intracranial aneurysm, with an incidence of development after the surgery ranging from 0.9% to 5.1%.3 the events are procedurally related via postoperative subdural fluid collection that is a known complication that may occur after clipping cerebral aneurysms. The collection continued post operatively led to the eventual chronic subdural hematoma. Duragen is cleared and approved by regulatory bodies for use in duroplasty-the repair or reconstruction of the dura mater, the outermost layer of the meninges. It is not specifically indicated for arachnoidplasty, which involves the repair of the arachnoid membrane, a deeper and more delicate layer of the meninges. While duragen is commonly used as a dural graft in neurosurgery to repair dura mater defects, its use in arachnoidplasty would be considered an off-label application. Surgeons might choose to use it in certain cases based on their clinical judgment, but its primary intended and approved use is for dural repair, not specifically for the arachnoid membrane. For arachnoidplasty, different materials may be chosen that are more suited for finer, more delicate repairs, depending on the clinical situation. According to literature, an increase of subdural fluid collection (sdfc) postoperatively is a risk factor for chronic subdural hematoma (csdh) after clipping surgery of unruptured aneurysms. Surgeons shall determine the appropriate materials to use and the surgical technique approach taken for optimal results. It is plausible that arachnoidplasty in unruptured aneurysm clipping have not been fully validated. Duragen is indicated as an onlay graft for the repair and restoration of dural defects in cranial and spinal surgical procedures. Based on the information available and the medical assessment provided, there is no indication that duragen was causal to the reported condition as it appears to be procedurally related, possibly an off-label application. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id2201i) was used for a "clipping surgery for unruptured cerebral aneurysm, and patient seemed fine on the day after surgery. However, the patient suffered from aphasia the week after surgery, and a MRI showed hematoma. As a result, removal surgery was performed approximately 10 to 14 days after the surgery, and the chronic subdural hematoma was observed extensively during surgery on the surface of the brain. The swollen reddish black colored duragen was observed on sylvian fissure; there was no adhesion of duragen to the skin flap. After removing the hematoma, the patient's condition improved but still had a sign of aphasia. The exact date of the incident is not known, and is estimated to be june or july 2024.